Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. Based on our review of the data, we can see that the system is experiencing a period of instability. Based on additional monitoring, the system is continuing to stabilize, and the user should see continued improvements. The user was advised to continue using the system, ensure calibrations matched exact bg values and times, and allow a few days for stabilization.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.